Event description:
Explanting physician reported, rupture. And "irregular form and softness of breast". As well as, "there is a fold in the outline of the breast implant on the right side. With an interruption on the medial side of the prosthesis". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken sharp on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Crease/folding of implant: observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture and "irregular form and softness of breast" as well as "there is a fold in the outline of the breast implant on the right side with an interruption on the medial side of the prosthesis" . The device has been explanted.

Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported, rupture and "irregular form and softness of breast". As well as "there is a fold in the outline of the breast implant on the right side, with an interruption on the medial side of the prosthesis". The device has been explanted. This record relates to the right side.